Event description:
It was reported that the pulse generator was close to elective indicator replacement a month ago. Upon review during scheduled follow-up, the generator was in backup vvi mode. The patient was asymptomatic. The generator was replaced. The patient was doing fine post operation.

Manufacturer narrative:
Final analysis found that the device went into bvvi mode due to checksum error which may have caused nmi. The source of nmi could not be determined. It was also noted that the device battery had elective replacement indicator which was interrogated to be normal battery depletion. After reloading the product code, the device had normal function.